Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The overlay tubing was breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were explanted due to a foot infection that had spread systemically. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.